Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 636096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, metrorrhagia, gravida ii, parity 1, nausea and vomiting. Previously administered products included for prevent pregnancy: nuvaring from 2006 to 2010 and depo provera from 2003 to 2006; for an unreported indication: wellbutrin from 2009 to 2010 and trazodone from 2009 to 2010. Concomitant products included duloxetine hydrochloride (cymbalta) since 2013, hydrocodone bitartrate;paracetamol (vicodin) since 2013, sumatriptan succinate (imitrex df) since 2013 and topiramate (topamax) since 2013. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and fatigue was resolving and the hormone level abnormal outcome was unknown. The reporter considered abdominal pain, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure into the tubal ostia with 3 coils being noted after completion of the deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number: 636096 manufacturing date: 2009-04 expiration date: 2012-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 636096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, metrorrhagia, gravida ii, parity 1, nausea and vomiting. Previously administered products included for prevent pregnancy: nuvaring from 2006 to 2010 and depo provera from 2003 to 2006; for an unreported indication: wellbutrin from 2009 to 2010 and trazodone from 2009 to 2010. Concomitant products included duloxetine hydrochloride (cymbalta) since 2013, hydrocodone bitartrate; paracetamol (vicodin) since 2013, sumatriptan succinate (imitrex df) since 2013 and topiramate (topamax) since 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and fatigue was resolving and the hormone level abnormal outcome was unknown. The reporter considered abdominal pain, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure into the tubal ostia with 3 coils being noted after completion of the deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, hysterectomy (partial), hormonal changes describe, fatigue, pelvic pain, abdominal pain. Historical drug, concomitant drug, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.